Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving lioresal [2000 mcg/ml] at a rate of 600 mcg/day via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the patient is in for a refill and currently are having issues with filling the pump. They were only to inject 10 cc's out of the 20 cc of drug. They tried a different needle to ensure proper needle orientation. The needle was not bent and she was certain she was in the pump. The pump was not filled and the expected residual volume (erv) was 2.7 cc's, the actual residual volume (arv) was approximately 2 ccs. The patient has not had any falls, traumas, hyperbaric treatment, and has been getting good therapy. While she was aspirating from the reservoir and holding negative pressure. They were seeing bubbles the syringe was changed and continued to hold negative pressure and was still having the same difficulties. With the new syringe she was able to get back an additional 2 cc. There was approximately 4-5 cc still in the pump and they tried to inject again but was unable to. They will leave the 4-5 cc in the pump and bring the patient back in again to address the case. They are going to program the patient like normal. There were no further complications report ed/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that several times they tried to withdraw with sustained pressure for 2 minutes without success. On (B)(6) 2017, they withdrew all the medication from the pump and refilled using standard process with success. The cause was noted as a stall with possible air in the pump and the filling difficulties were resolved.

Manufacturer narrative:
Corrected informatio sex, a2: date of birth. If information is provided in the future, a supplemental report will be issued.